Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint from a customer regarding a philips v60 ventilator indicating that the device generated error code 1122 ¿ ¿check vent: blower temperature high.¿ it was reported that no patient was connected to the device at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The issue occurred during a routine user check while the device was out of service, and the technician reported that the expected behavior was full device functionality. However, the ventilator generated an overheat alarm, preventing the device from being used. No accessories were connected at the time, and this was reported as the first occurrence. There was no patient involvement or impact. Remote service initially advised the customer to check the cooling fan and filter. During subsequent onsite troubleshooting, the service engineer was able to replicate the issue and observed that the blower temperature was high, with error code 1122 recorded in the device logs. The investigation determined that the malfunction was caused by a blower failure. The engineer replaced the blower assembly, after which the ventilator returned to normal operation and passed all functional testing. The device subsequently passed the required performance verification tests in accordance with philips service standards and was returned to clinical service. Based on the information provided and the service performed, it was confirmed that the unit did not meet product specifications due to the failed blower assembly, which was identified as the cause of the reported issue. The investigation is considered complete at this time; however, if additional information becomes available, the complaint file will be reopened for further evaluation.